Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a possible leaking infusion site, suspected to have caused persistent highs despite the cannula not being bent. The user administered fast-acting insulin manually, disconnected from the pump, and awaited fingerstick confirmation. Follow-up showed blood glucose (bg) back in range at 178 mg/dl after a high of 346 mg/dl. Bg was corrected with manual insulin dosing. Symptoms include nausea and thirst during the event. The user's highest blood glucose (bg) recorded was 346 mg/dl. Bg was corrected. No medical intervention reported at the time of call.